Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that experienced high blood glucose 406 mg/dl. Customer's blood glucose was 406mg/dl at the time of the call. Customer states that was filling the reservoir and the blue part would not come off and then the second time the white thing came off the reservoir. Customer states that she wasted all her insulin, something is wrong with the reservoir and tubing. Troubleshooting was performed and identified a infusion set leaking. Customer was advise to return infusion set and reservoir for analysis.